Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula of the infusion set was pulled away from the patient's body due to the infusion tubing getting caught without the patient noticing it. The patient was hospitalized for elevated blood glucose levels. The patient had symptoms of being dizzy and she was transported to the hospital by the paramedics. The blood glucose result was "over 400 mg/dl" on the laboratory meter. She was treated with insulin via infusion. The patient was currently still in the hospital.